Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and was found to have a broken main tube at the distal tip. A piece measuring at approximately 2.10 mm x 1.10mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was removed with the cannula because the instrument was broken. The user completed the procedure using a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.